Manufacturer narrative:
(B)(4). The customer returned one epidural catheter, one snaplock adapter, one 10ml injection syringe, one 3ml injection syringe connected to an injection needle, three injection needles separately packed, and one epidural needle. A visual exam was performed on the returned components and no defects were observed. Functional testing was performed and there were no issues found with any of the components. A device history record (DHR) review was performed on the epidural needle and the injection needles with no relevant findings. Based on the investigation performed, the reported complaint of medication not injecting through the needle could not be confirmed. All returned components were functionally tested for blockages and no blockages were found. A DHR review was performed on the epidural needle and the injection needles with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned samples.

Event description:
The customer alleges that the physician had a problem with the epidural catheter kit. The tip of the product remained closed/sealed and the physician was not able to push the medications through the needle. The patient had another needle stick. No patient injury reported.

Event description:
The customer alleges that the physician had a problem with the epidural catheter kit. The tip of the product remained closed/sealed and the physician was not able to push the medications through the needle. The patient had another needle stick. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.